Manufacturer narrative:
The following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02. This report is associated with MFR report numbers: 3005168196-2017-01011; 3005168196-2017-01012.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01011. 3005168196-2017-01012.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01011, 3005168196-2017-01012.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery using penumbra smart coils (smart coils) and two penumbra smart coil detachment handles (sch1). During the procedure, the physician was unable to detach the last smart coil of the procedure using the sch1. The physician therefore attempted to use a new sch1 to detach the smart coil, yet was still unable to detach the smart coil; therefore the smart coil was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.